Event description:
It was reported that the programmer incurred an error during a software update. The programmer was returned for repair. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: pkk( B)(4) analysis found the ECG (electrocardiogram) connector was loose. A software issue was also confirmed.